Manufacturer narrative:
Technician found that the pt left siderail would not lock in the up position. Found the pin, spring and lever in the rail locking mechanism were rested, replaced the parts to resolve this issue.

Event description:
Info received that the pt left siderail would not lock in the up position. No injury reported.